Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced ongoing pelvic pain, dyspareunia; recurrent vaginal prolapse, recurrent stress urinary incontinence and mesh erosion. Associated MDR: 1018233-2011-00558.